Event description:
It was reported that a user of the ilet experienced hyperglycemia with blood glucose at 257 mg/dl after a recent infusion site change, with visible blood at the steel infusion site, and the user performed a guided supply change to a new infusion set from a new box. Customer care provided support that included troubleshooting of the infusion site and supplies. Investigation of this case revealed that the specific cause of hyperglycemia was unclear, although a compromised infusion site was suspected due to blood at the insertion site and resolution steps focused on site and supply replacement. No symptoms associated with elevated blood glucose reported. Outcomes included the need for troubleshooting and education, with no medical intervention. It was concluded that the event was related to hyperglycemia with cause unclear and that appropriate user guidance and site change were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.